Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. Reportedly, the pump emitted a call service 069 alarm during basal delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/03/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/18/2016 with the following findings: a review of the black box data and alarm history revealed multiple call service alarms had occurred. The pump alarmed with a call service alarm during start up. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. The component was replaced on the pcb; the pump was powered up and exercised with no further alarms. Unrelated to the complaint, the display was dim and discolored. Additionally, the returned battery cap was damaged; the removal slot was worn and the cap was difficult to remove from the pump. The battery compartment was cracked.